Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event injury nos replace with new event medical device removal. Cluster ID, removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium at the cornu and each fallopian tube are two metallic coiled wire') and salpingitis ('fallopian tubes are intact and show mild chronic inflammation') in a 42-year-old female patient who had essure (batch no. D/06928-inv, d06928) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion" on (B)(6) 2015. The patient's concurrent conditions included dysmenorrhea, adenomyosis and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: insertion details: 3 trailing coils on the left and 5 trailing coil on the right. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium at the cornu and each fallopian tube are two metallic coiled wire') and salpingitis ('fallopian tubes are intact and show mild chronic inflammation') in a 42-year-old female patient who had essure (batch no. D/06928) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion" on (B)(6) 2015. The patient's concurrent conditions included dysmenorrhea, adenomyosis and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: insertion details: 3 trailing coils on the left and 5 trailing coil on the right. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Event medical device removal was updated "embedded within the myometrium at the cornu and each fallopian tube are two metallic coiled wire", event- "fallopian tubes are intact and show mild chronic inflammation" new reporter information, medical history and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.